Manufacturer narrative:
B4:08jun2021 the device was evaluated by the customer and a philips field service engineer (fse) who confirmed the reported issue. The fse replaced the power supply and internal battery. The unit was then tested and all the required test were reported to have passed. No other anomalies were reported.

Manufacturer narrative:
Upon further investigation, the following has been reported: that the reported issue was observed during pre-use testing. No patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported a ventilator did not power on during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.